Event description:
It was reported that the 9900 system had an interlock failure error at boot up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not duplicated. The system was tested and found to be working as intended and put back into service.